Manufacturer narrative:
Additional/updated information was added to reflect the joystick being returned to the manufacturer for evaluation, however subsequent testing could not verify the complaint of the chair suddenly stopping. The issue was not able to be duplicated. The joystick passed the bench test.

Event description:
The provider states the chair will drive normally and will suddenly stop. States there are no flashes on the joystick or error codes and the batteries are passing the load test.

Manufacturer narrative:
Should additional information become available, a supplemental record will be filed.

Event description:
The provider states the chair will drive normally and will suddenly stop. States there are no flashes on the joystick or error codes and the batteries are passing the load test.